Manufacturer narrative:
Customer was unable to determine source of liquid after troubleshooting with customer technical support (cts) and requested service. A field service engineer (fse) was dispatched on (B)(4) 2011 and cleared an obstruction from the cap piercer vacuum pathway.

Event description:
A customer contacted beckman coulter inc. (Bci) and reported that when running samples on unicel dxc 800 pro synchron clinical system they discovered fluid on the back of the sample racks behind the containers when the racks come off. No injury was reported on this issue.